Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the end user was in the chair outside, when he heard the right side crossbrace break. No injury. No other information provided.